Manufacturer narrative:
Initial reporter establishment name: (B)(6) hospital. During inspection and testing, error code b30 (scope communication error) occurred. The report that the screen blacked out was not confirmed during testing. In addition, angulation was insufficient due to elongation of the angle wires, the insertion section was crushed and scratched due to physical stress, the adhesive on the bending section cover was chipped due to chemical/physical stress, the boot was torn due to physical stress, and the image was not displayed due to damage on the charge coupled device unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported an unspecified error code was displayed on the subject device and the screen blacked out but could be restored. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code b30 (scope communication error) occurred. This report is being submitted for the malfunction found during evaluation (error code b30). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e4, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a failure of the internal board of video connector. Olympus will continue to monitor field performance for this device.